Event description:
Customer reported that their pump screen was dark and would not turn on, and the battery of the t:slim x2 pump was not charging. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to confirm the pump was unplugged and press the center of the button; however, the screen did not turn on. The customer was also instructed to use a known working charging setup, but the screen still did not activate. Technical support continued troubleshooting, including advising the customer to leave the pump plugged into a known working outlet for at least 30 minutes, with follow-up steps planned. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.